Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. No intervention was performed and the patient was stable and will continue to be monitored.